Event description:
Based on additional information received on 09-feb- 2018, this case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. This case is cross referenced with (B)(4) (same patient) this spontaneous case from united states was received on 07-feb-2018 from patient's son. This case concerns (B)(6) female patient who initiated treatment with synvisc one and after unknown latency joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty), joint stiffness in both knees prevented her from being able to walk and get around (joint stiffness), had extreme pain in both knees/pain was so bad/so much pain and swelling in both knees, doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (lack of drug effect). No medical history, concomitant medications and concurrent conditions were reported. Patient had received synvisc one before. On (B)(6) 2018, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once bilateral knee osteoarthritis (oa) both knees (batch/ lot number: 7r5030 and expiry date: aug-2020). This time was her second time receiving the injection. On an unknown date in (B)(6) 2018, after an unknown latency, she experienced extreme pain, swelling and joint stiffness in both knees which has prevented her from being able to walk and get around. After she received this injection, she immediately went home, elevated both legs and iced both knees as directed by her attending/prescribing orthopedist. On (B)(6) 2018, when the patient addressed these side effects with her orthopedist, she was informed that this was something that happened with synvisc- one injections that may subside within the next six weeks. But the consumer was concerned with the length of time that she had experienced such a high degree of pain, the degree of swelling and therefore lack of mobility. She originally was receiving percocet for the related pain but the orthopedist discontinued percocet due to digestive side effects that she was experiencing. The patient was now taking ibuprofen and aleve together. It was reported that the doctor changed patient's pain medications and wanted to give her some time. She was supposed to follow-up with the doctor on the (B)(6) 2018. But the pain was so bad that she ended up going in on (B)(6) 2018 for an appointment. On an unknown date in (B)(6) 2018, the doctor aspirated it and removed it and replaced it with cortisone. He said that her body was rejecting it (lack of drug effect). He did not have an explanation of why because this was the second time that she had this (synvisc-one). He did not know why it was doing it this time and not the last time. It was reported that the patient had to go back on the percocet as well for pain. She had so much pain, fluid, and redness (onset date: unknown; latency: unknown). She had to use a walker and cane. She had to have a lot of assistance with getting dressed and with daily activities. At the time of report on (B)(6) 2018, it was reported that the patient was still using a walker and cane now. No further information was provided. Corrective treatment: percocet, aleve, ibuprofen, iced knee for joint stiffness in both knees prevented her from being able to walk and get around; percocet, aleve, ibuprofen, iced knees, elevated knees for other events outcome: not recovered for all events. A product technical complaint was initiated and the results for the same were pending. Seriousness criteria: disability for joint stiffness in both knees prevented her from being able to walk and get around; required intervention for doctor aspirated it and removed it/fluid additional information was received on 09-feb-2018 from consumer (patient's child). This case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. Additional events of doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (lack of drug effect) were added with details. Event term of extreme pain in both knees/pain was so bad was updated to extreme pain in both knees/pain was so bad/so much pain. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 15-feb-2018: this case concerns a patient who received treatment with synvisc one for osteoarthritis of both knees. Later, patient had difficulty walking and received treatment with percocet, aleve, ibuprofen and ice and was walking using a walker and cane. Since the events occurred on receiving treatment with the suspect product, the causal role of suspect in the occurrence of the events cannot be denied. However, lack of information regarding medical history, concurrent conditions, batch no. And concomitant medications precludes complete case assessment.

Event description:
Based on additional information received on 09-feb- 2018, this case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. This case is cross referenced with case ID (B)(4) (same patient). This spontaneous case from united states was received on 07-feb-2018 from patient's son. This case concerns 65 years old female patient who initiated treatment with synvisc one and after unknown latency joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk (walking difficulty), joint stiffness in both knees prevented her from being able to walk and get around (joint stiffness), had extreme pain in both knees/pain was so bad/so much pain and swelling in both knees, doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (device rejection). The patient's medical history included bilateral knee osteoarthritis and orthoscopic surgery. The patient's drug allergy included nausea and vomiting after codene. The concomitant medications included prednisone, simvastatin and multi-vitamins. Patient had received synvisc one before. On (B)(6) 2018, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once bilateral knee osteoarthritis (oa) both knees (batch/ lot number: 7r5030 and expiry date: aug-2020). This time was her second time receiving the injection. On an unknown date in feb-2018, after an unknown latency, she experienced extreme pain, swelling and joint stiffness in both knees which has prevented her from being able to walk and get around. After she received this injection, she immediately went home, elevated both legs and iced both knees as directed by her attending/prescribing orthopedist. On 07-feb-2018, when the patient addressed these side effects with her orthopedist, she was informed that this was something that happened with synvisc- one injections that may subside within the next six weeks. But the consumer was concerned with the length of time that she had experienced such a high degree of pain, the degree of swelling and therefore lack of mobility. She originally was receiving percocet for the related pain but the orthopedist discontinued percocet due to digestive side effects that she was experiencing. The patient was now taking ibuprofen and aleve together. It was reported that the doctor changed patient's pain medications and wanted to give her some time. She was supposed to follow-up with the doctor on the (B)(6) 2018. But the pain was so bad that she ended up going in on (B)(6) 2018 for an appointment. On an unknown date in (B)(6) 2018, the doctor aspirated it and removed it and replaced it with cortisone. He said that her body was rejecting it (lack of drug effect). He did not have an explanation of why because this was the second time that she had this (synvisc-one). He did not know why it was doing it this time and not the last time. It was reported that the patient had to go back on the percocet as well for pain. She had so much pain, fluid, and redness (onset date: unknown; latency: unknown). She had to use a walker and cane. She had to have a lot of assistance with getting dressed and with daily activities. At the time of report on (B)(6) 2018, it was reported that the patient was still using a walker and cane now. It was reported that the severe pain, swelling and redness after the injection lasts few days and this resulted in decreased ability to walk. The patient's medical provider replaced the remaining injection with cortisone. Corrective treatment: percocet, aleve, ibuprofen, iced knee for joint stiffness in both knees prevented her from being able to walkand get around; cortisone for doctor aspirated it and removed it/fluid; percocet, aleve, ibuprofen, iced knees, elevated knees for other events outcome: unknown for had to have a lot of assistance with getting dressed and with daily activities and doctor aspirated it and removed it/fluid, recovered for rest of the events a product technical complaint was initiated and the results for the same were pending. Seriousness criteria: disability for joint stiffness in both knees prevented her from being able to walk and get around; required intervention for doctor aspirated it and removed it/fluid additional information was received on 09-feb-2018 from consumer (patient's child). This case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. Additional events of doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (lack of drug effect) were added with details. Event term of extreme pain in both knees/pain was so bad was updated to extreme pain in both knees/pain was so bad/so much pain. Clinical course was updated. Text was amended accordingly. Additional information was received on 12-mar-2018. The patient's medical history, drug allergy and concomitant medications were added. The event of joint stiffness in both knees prevented her from being able to walk and get around was updated to joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk. The outcome of the events joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk, doctor aspirated it and removed it/fluid, extreme pain in both knees/pain was so bad/so much pain/severe pain, swelling in both knee and rednesss was updated to recovered. Clinical course update and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 12-mar-2018:the follow up information does not change the prior assessment of the case. This case concerns a patient who received treatment with synvisc one for osteoarthritis of both knees. Later, patient had difficulty walking and received treatment with percocet, aleve, ibuprofen and ice and was walking using a walker and cane. Since the events occurred on receiving treatment with the suspect product, the causal role of suspect in the occurrence of the events cannot be denied. However, lack of information regarding medical history, concurrent conditions, batch no. And concomitant medications precludes complete case assessment.

Event description:
Based on additional information received on (B)(6) 2018, this case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. This case is cross referenced with case ID (B)(4) (same patient) this spontaneous case from united states was received on (B)(6) 2018 from patient's son this case concerns 65 years old female patient who initiated treatment with synvisc one and after unknown latency joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk (walking difficulty), joint stiffness in both knees prevented her from being able to walk and get around (joint stiffness), had extreme pain in both knees/pain was so bad/so much pain and swelling in both knees, doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (device rejection). The patient's medical history included bilateral knee osteoarthritis and orthoscopic surgery. The patient's drug allergy included nausea and vomiting after codene. The concomitant medications included prednisone, simvastatin and multi-vitamins. Patient had received synvisc one before. On (B)(6) 2018, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once bilateral knee osteoarthritis (oa) both knees (batch/ lot number: 7r5030 and expiry date: aug-2020). This time was her second time receiving the injection. On an unknown date in feb-2018, after an unknown latency, she experienced extreme pain, swelling and joint stiffness in both knees which has prevented her from being able to walk and get around. After she received this injection, she immediately went home, elevated both legs and iced both knees as directed by her attending/prescribing orthopedist. On (B)(6) 2018, when the patient addressed these side effects with her orthopedist, she was informed that this was something that happened with synvisc- one injections that may subside within the next six weeks. But the consumer was concerned with the length of time that she had experienced such a high degree of pain, the degree of swelling and therefore lack of mobility. She originally was receiving percocet for the related pain but the orthopedist discontinued percocet due to digestive side effects that she was experiencing. The patient was now taking ibuprofen and aleve together. It was reported that the doctor changed patient's pain medications and wanted to give her some time. She was supposed to follow-up with the doctor on the 12-feb-2018. But the pain was so bad that she ended up going in on 08-feb-2018 for an appointment. On an unknown date in feb-2018, the doctor aspirated it and removed it and replaced it with cortisone. He said that her body was rejecting it (lack of drug effect). He did not have an explanation of why because this was the second time that she had this (synvisc-one). He did not know why it was doing it this time and not the last time. It was reported that the patient had to go back on the percocet as well for pain. She had so much pain, fluid, and redness (onset date: unknown; latency: unknown). She had to use a walker and cane. She had to have a lot of assistance with getting dressed and with daily activities. At the time of report on 09-feb-2018, it was reported that the patient was still using a walker and cane now. It was reported that the severe pain, swelling and redness after the injection lasts few days and this resulted in decreased ability to walk. The patient's medical provider replaced the remaining injection with cortisone. Corrective treatment: percocet, aleve, ibuprofen, iced knee for joint stiffness in both knees prevented her from being able to walkand get around; cortisone for doctor aspirated it and removed it/fluid; percocet, aleve, ibuprofen, iced knees, elevated knees for other events outcome: unknown for had to have a lot of assistance with getting dressed and with daily activities and doctor aspirated it and removed it/fluid, recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52482 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for joint stiffness in both knees prevented her from being able to walk and get around; required intervention for doctor aspirated it and removed it/fluid additional information was received on (B)(6) 2018 from consumer (patient's child). This case initially processed as non-serious was upgraded to serious as serious event of doctor aspirated it and removed it/fluid with seriousness criteria of required intervention was added and the non-serious event of joint stiffness in both knees prevented her from being able to walk and get around (walking difficulty) was updated to serious with seriousness criteria of disability. Additional events of doctor aspirated it and removed it/fluid, had to have a lot of assistance with getting dressed and with daily activities, redness and said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time (lack of drug effect) were added with details. Event term of extreme pain in both knees/pain was so bad was updated to extreme pain in both knees/pain was so bad/so much pain. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2018. The patient's medical history, drug allergy and concomitant medications were added. The event of joint stiffness in both knees prevented her from being able to walk and get around was updated to joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk. The outcome of the events joint stiffness in both knees prevented her from being able to walk and get around / decreased ability to walk, doctor aspirated it and removed it/fluid, extreme pain in both knees/pain was so bad/so much pain/severe pain, swelling in both knee and rednesss was updated to recovered. Clinical course update and text amended accordingly. Additional information was received on (B)(6) 2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 28-mar-2018:the follow up information does not change the prior assessment of the case. This case concerns a patient who received treatment with synvisc one for osteoarthritis of both knees. Later, patient had difficulty walking and received treatment with percocet, aleve, ibuprofen and ice and was walking using a walker and cane. Since the events occurred on receiving treatment with the suspect product, the causal role of suspect in the occurrence of the events cannot be denied. However, lack of information regarding medical history, concurrent conditions, batch no. And concomitant medications precludes complete case assessment.